Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button is unresponsive. Unable to troubleshoot. Customer's blood glucose level was unknown.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker, and minor scratches on display window noted.